Event description:
This pt underwent left hip hemi-arthroplasty with spinal anesthesia for femoral neck fracture. Pt with hx of end stage copd, chf, diastolic dysfunction and rheumatic fever. Pt fell at home and sustained a femoral neck fracture. Soon after extubation, pt developed respiratory distress and hypotension. Pt was reintubated and went into cardiac arrest and died in pacu.